Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that uti diagnosis at the outside facility on (B)(6) 2016 and was given antibiotics. It was noted that on (B)(6) 2016 urine culture was negative. It was noted that the uti was not device related and the patient had a known polycystic ovaries and insulin level >4 times normal. Medication was given for pre-diabetic state. It was noted that the symptoms resolved to pre-diabetic state. It was noted that interstim program was evaluated.

Event description:
A patient reported that they saw their hcp and they think that a food item may have caused the spasms. The manufacturing representative (rep) reprogrammed the patient. They said the frequency and the spasms were resolved for now, at the time of the report, and had 1 bad episode since (B)(6). Later, on (B)(6) 2016, the hcp reported that the patient was seen in the office and they had increased stimulation too high. The hcp noted that diagnostics taken were "cath ua/uc/interstim reprogramming". The symptoms improved. On (B)(6) 2016 the patient reported that after their hcp appointment on (B)(6) 2016 the patient went home and they had some relief until (B)(6) 2016 when they started having frequency again. They increased their meds, which are ustell and muscle relaxers, which are generic for bentil 20mg. On (B)(6) 2016, the patient went in the hcp office and the rep told them it may be due to positional changes. The rep changed their stimulation to 1.7v and they increased it to 1.9v the night prior. The patient said they can't really feel the stimulation at this point. The hcp did find a possible urinary tract infection (uti) and will get back to them with results. The patient said they have blood in their urine and white blood cell count is off. During the report, they could not check stimulation as the patient did not have their programmer available, and noted that they had to change the batteries in it, the night prior. The patient later had the programmer available and confirmed the stimulation icon is on, but they said they were not feeling stimulation. They increase amplitude to 2.1 and confirmed this was comfortable.

Event description:
The patient reported that on the night of (B)(6) 2016 she started having bladder spasms and always felt like she had to go to the bathroom, even if she already went. These were the issues she got the implantable neurostimulator (ins) for. She had not been able to get any sleep and had one "bad spell" on (B)(6) 2016. She stated that it felt like the way it felt the day of implant when she had a flare-up and they did a urine culture and found she had bacteria, so put her on an antibiotic. The patient also did not feel stimulation, but the left side of her bicycle seat area felt like when her arm was asleep and she did not feel as much stimulation as she used to. She had been on program 2 at 2.7 and may have made an adjustment around the time of the symptom issues. The patient later reported that she was still having the urgency and frequency symptoms. In a 24 hour period she was going 21 times and feeling the need to go three to four minutes after going. There had been no fall or trauma. She had tried all the programs over the course of the weekend. She even increased stimulation to the point of discomfort and being almost painful, so she lowered it to a comfortable level on program 2 at 2.9 volts. She mentioned taking muscle relaxers, after which she got several hours of sleep. She had an appointment scheduled in (B)(6) and was waiting for a call back from the nurse or healthcare provider (hcp). The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.